Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damages; nicks, scratches, gouges, wear and strike marks. It is confirmed the threads that hold the impactor pad has fractured. The fractured piece is still threaded to the impactor pad device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the impactor fractured during the surgery after hammering in the implant. No adverse event has been reported as a result of the malfunction.